Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes no capture, an increase in thresholds and oversensing. The lead was damaged by electrocautery during a pulse generator replacement on april 19, 2006. It was repaired at that time, but not sufficiently.